Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it and charge it, while red light around button blinked and pump vibrated repeatedly. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to attempt several button-press and charging steps without success, then agreed to use multiple daily injections as backup insulin therapy while pump was replaced under warranty, and was advised to place pump in storage mode, return it using prepaid label, and then program settings and reconnect continuous glucose monitor on replacement pump.